Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head and handle assembly was returned with the device. It was also noted that the ligator head returned with all the bands attached, some of them were moved out from their original position and were overlapped. It was noticed that the trip wire was not secured, and the slack was not taken up correctly. Additionally, the trip wire was cut. This was likely done by the customer to remove the device from the endoscope. Further inspection showed that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot. Additionally, per the device condition, it is most likely that the slack was not removed properly as mentioned in the instructions for use. Failure to follow these steps could have affected the overall performance of the device, causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of bands and more tension on the device. The additional tension on the device can lead to the ligator head teeth becoming damaged. Therefore, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Block h11: correction to e1 (initial reporter title, initial reporter first name, initial reporter last name) and e3 (occupation).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2021. During the procedure, the device was attempted to be used, but the ring could not be made out to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an endoscopic ligation of esophageal varices procedure performed on (B)(6) 2021. During the procedure, the device was attempted to be used, but the ring could not be made out to deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.